Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. D4: batch #597d16. Corrected data: d4 (UDI, expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with a gst45b reload no loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired reload is consistent with an incomplete or interrupted cycle. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 597d16, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025 d4: batch #unk additional information was requested, and the following was obtained: when staples was deployed by the stapler, they were not pushed all the way across. The staple line was all bunched in one area leaving tissue with no staples placed at all. Stapler was removed from pt and another stapler was used. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples were not pushed all the way across upon deployment by the stapler. It was reported that the staple line was all bunched up in one area leaving to no staples place at all. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.